Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device was unable to discharge. The device was charged up a second time; however, failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicate.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.